Event description:
It was reported that this pacemaker system was exhibiting right ventricular (rv) lead noise. The noise was not able to be reproduced at clinic testing. High out of range impedances above 3000 ohms were exhibited about a year ago. A signal artifact monitoring (sam) episode caused by atrial fibrillation (af) was also recorded. This pacemaker system remains in service. No adverse patient effects were reported.